Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the medial portion of the left essure micro-insert") in a 28-year-old female patient who had essure (batch no. 626459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena and yaz. Concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain even when not menstruating / tremendous pain / pain"), dysmenorrhoea ("unusually severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal and prolonged menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infections / vaginal infection"), vaginal discharge ("vaginal odorous discharge / vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne on face"), the first episode of palpitations ("heart palpitations"), tooth disorder ("dental problems") and weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced enterocele ("enterocele"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance following hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("abdominal bloating"), chest pain ("chest pain"), the second episode of palpitations ("heart palpitations"), dizziness ("dizziness"), polyarthritis ("arthritic hands and feet"), vulvovaginal pruritus ("itching and burning labia"), vulvovaginal burning sensation ("itching and burning labia"), dental caries ("tooth decay"), erythema ("redness and other changes in skin color"), skin discolouration ("redness and changes in skin color"), arthritis ("arthritis in hands and feet") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2015; plantiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, uterine pain, abdominal distension, chest pain, the last episode of palpitations, dizziness, polyarthritis, dyspareunia, vaginal infection, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, weight increased, fatigue, dental caries, alopecia, erythema, skin discolouration, anxiety and vaginal haemorrhage was resolving and the depression, hormone level abnormal, acne, tooth disorder, weight decreased, enterocele, arthritis and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthritis, back pain, chest pain, dental caries, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, enterocele, erythema, fatigue, hormone level abnormal, menorrhagia, pelvic pain, polyarthritis, skin discolouration, tooth disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal burning sensation, vulvovaginal pruritus, weight decreased, weight increased, the first episode of palpitations and the second episode of palpitations to be related to essure. The reporter commented: on (B)(6) 2008, plantiff reported to undergo essure confirmation testing. Unfortunately, occlusion could not be determined during this visit as a result of the tremendous pain she experienced when attempts were made to advance the spectrum. Two additional attempts at testing were made, but both had to be stopped, as it was too painful for her to continue. However, radiographs taken prior to the introduction of contrast did reveal a fracture of the medial portion of the left essure micro-insert. On (B)(6) 2015; plantiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy and enterocele repair, during which her uterus, cervix, and portions of both of her fallopian tubes were all removed. Current weight 185.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of plantiff's fallopian . Most recent follow-up information incorporated above includes: on (B)(6) 2018 : events- "hormonal imbalance following hysterectomy, abnormal bleeding (vaginal), acne on face, heart palpitations, dental problems, weight loss, enterocele, arthritis in hands, back pain", reporter, lot number, concomittant and historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("3x larger left tube with coil sticking thru") and device breakage ("fracture of the medial portion of the left essure micro-insert") in a 28-year-old female patient who had essure (batch no. 626459-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena and yaz. Concurrent conditions included weight normal, arthritis, depression, anxiety and palpitations. Concomitant products included ibuprofen from 2015 to 2016 and naproxen from 2011 to 2014. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain even when not menstruating / tremendous pain / pain"), dysmenorrhoea ("unusually severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal and prolonged menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), the first episode of vaginal infection ("vaginal infections / vaginal infection"), vaginal discharge ("vaginal odorous discharge / vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne on face"), the first episode of palpitations ("heart palpitations"), tooth disorder ("dental problems"), weight decreased ("weight loss"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of vaginal infection ("vaginal infection"), rash ("rashes or skin condition") and skin disorder ("rashes or skin condition"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), enterocele ("enterocele") and fallopian tube enlargement ("they didn't see my tube enlarged or anything until I had surgery/3x larger left tube with coil sticking thru"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance following hysterectomy/ hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("abdominal bloating"), chest pain ("chest pain"), the second episode of palpitations ("heart palpitations"), dizziness ("dizziness"), polyarthritis ("arthritic hands and feet"), vulvovaginal pruritus ("itching and burning labia"), vulvovaginal burning sensation ("itching and burning labia"), dental caries ("tooth decay"), erythema ("redness and other changes in skin color"), skin discolouration ("redness and changes in skin color"), arthritis ("arthritis in hands and feet") and back pain ("back pain"). The patient was treated with surgery (transvaginal hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, depression, hormone level abnormal, acne, tooth disorder, weight decreased, enterocele, arthritis, back pain, blood disorder, cardiac disorder, cystitis, urinary tract infection, the last episode of vaginal infection, rash, skin disorder and fallopian tube enlargement outcome was unknown, the device breakage, dysmenorrhoea, abdominal pain lower, uterine pain, abdominal distension, chest pain, the last episode of palpitations, dizziness, polyarthritis, dyspareunia, vulvovaginal pruritus, vulvovaginal burning sensation, weight increased, fatigue, dental caries, alopecia, erythema, skin discolouration and anxiety was resolving and the pelvic pain, menorrhagia, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthritis, back pain, blood disorder, cardiac disorder, chest pain, cystitis, dental caries, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, enterocele, erythema, fallopian tube enlargement, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, pelvic pain, polyarthritis, rash, skin discolouration, skin disorder, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus, weight decreased, weight increased, the first episode of palpitations, the first episode of vaginal infection, the second episode of palpitations and the second episode of vaginal infection to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff reported to undergo essure confirmation testing. Unfortunately, occlusion could not be determined during this visit as a result of the tremendous pain she experienced when attempts were made to advance the spectrum. Two additional attempts at testing were made, but both had to be stopped, as it was too painful for her to continue. However, radiographs taken prior to the introduction of contrast did reveal a fracture of the medial portion of the left essure micro-insert. On (B)(6) 2015; plaintiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy and enterocele repair, during which her uterus, cervix, and portions of both of her fallopian tubes were all removed. Current weight 185.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of plantiff's fallopian. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming: vulvovaginal pruritus, abdominal pain lower, vulvovaginal burning sensation, menorrhagia, dysmenorrhea, pelvic pain and per social media fallopian tube perforation, fallopian tube enlargement were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the medial portion of the left essure micro-insert") in a 28-year-old female patient who had essure (batch no. 626459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena and yaz. Concurrent conditions included weight normal, arthritis, depression, anxiety and palpitations. Concomitant products included ibuprofen from 2015 to 2016 and naproxen from 2011 to 2014. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain even when not menstruating / tremendous pain / pain"), dysmenorrhoea ("unusually severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal and prolonged menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), the first episode of vaginal infection ("vaginal infections / vaginal infection"), vaginal discharge ("vaginal odorous discharge / vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne on face"), the first episode of palpitations ("heart palpitations"), tooth disorder ("dental problems"), weight decreased ("weight loss"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of vaginal infection ("vaginal infection"), rash ("rashes or skin condition") and skin disorder ("rashes or skin condition"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced enterocele ("enterocele"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance following hysterectomy/ hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("abdominal bloating"), chest pain ("chest pain"), the second episode of palpitations ("heart palpitations"), dizziness ("dizziness"), polyarthritis ("arthritic hands and feet"), vulvovaginal pruritus ("itching and burning labia"), vulvovaginal burning sensation ("itching and burning labia"), dental caries ("tooth decay"), erythema ("redness and other changes in skin color"), skin discolouration ("redness and changes in skin color"), arthritis ("arthritis in hands and feet") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2015; plantiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, abdominal pain lower, uterine pain, abdominal distension, chest pain, the last episode of palpitations, dizziness, polyarthritis, dyspareunia, vulvovaginal pruritus, vulvovaginal burning sensation, weight increased, fatigue, dental caries, alopecia, erythema, skin discolouration and anxiety was resolving, the pelvic pain, menorrhagia, vaginal discharge and vaginal haemorrhage had resolved and the depression, hormone level abnormal, acne, tooth disorder, weight decreased, enterocele, arthritis, back pain, blood disorder, cardiac disorder, cystitis, urinary tract infection, the last episode of vaginal infection, rash and skin disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthritis, back pain, blood disorder, cardiac disorder, chest pain, cystitis, dental caries, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, enterocele, erythema, fatigue, hormone level abnormal, menorrhagia, pelvic pain, polyarthritis, rash, skin discolouration, skin disorder, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus, weight decreased, weight increased, the first episode of palpitations, the first episode of vaginal infection, the second episode of palpitations and the second episode of vaginal infection to be related to essure. The reporter commented: on (B)(6) 2008, plantiff reported to undergo essure confirmation testing. Unfortunately, occlusion could not be determined during this visit as a result of the tremendous pain she experienced when attempts were made to advance the spectrum. Two additional attempts at testing were made, but both had to be stopped, as it was too painful for her to continue. However, radiographs taken prior to the introduction of contrast did reveal a fracture of the medial portion of the left essure micro-insert. On (B)(6) 2015; plantiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy and enterocele repair, during which her uterus, cervix, and portions of both of her fallopian tubes were all removed. Current weight 185.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of plantiff's fallopian ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming: vulvovaginal pruritus, abdominal pain lower, vulvovaginal burning sensation, menorrhagia, dysmenorrhea, pelvic pain¿. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet received. Patient¿s relevant history updated. Event hormonal changes was clubbed with previously reported event. Events blood disorder, cardiac disorder, cystitis, urinary tract infection, vaginal infection, rash, skin disorder were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("3x larger left tube with coil sticking thru") and device breakage ("fracture of the medial portion of the left essure micro-insert") in a 28-year-old female patient who had essure (batch no. 626459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: mirena and yaz. Concurrent conditions included weight normal, arthritis, depression, anxiety and palpitations. Concomitant products included ibuprofen from 2015 to 2016 and naproxen from 2011 to 2014. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain even when not menstruating / tremendous pain / pain"), dysmenorrhoea ("unusually severe menstrual pain / dysmenorrhea (cramping)"), menorrhagia ("abnormal and prolonged menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), the first episode of vaginal infection ("vaginal infections / vaginal infection"), vaginal discharge ("vaginal odorous discharge / vaginal discharge"), weight increased ("weight gain"), fatigue ("fatigue"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), acne ("acne on face"), the first episode of palpitations ("heart palpitations"), tooth disorder ("dental problems"), weight decreased ("weight loss"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of vaginal infection ("vaginal infection"), rash ("rashes or skin condition") and skin disorder ("rashes or skin condition"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), enterocele ("enterocele") and fallopian tube enlargement ("they didn't see my tube enlarged or anything until I had surgery/3x larger left tube with coil sticking thru"). On (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal imbalance following hysterectomy/ hormonal changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe, lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("abdominal bloating"), chest pain ("chest pain"), the second episode of palpitations ("heart palpitations"), dizziness ("dizziness"), polyarthritis ("arthritic hands and feet"), vulvovaginal pruritus ("itching and burning labia"), vulvovaginal burning sensation ("itching and burning labia"), dental caries ("tooth decay"), erythema ("redness and other changes in skin color"), skin discolouration ("redness and changes in skin color"), arthritis ("arthritis in hands and feet") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2015; plaintiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, depression, hormone level abnormal, acne, tooth disorder, weight decreased, enterocele, arthritis, back pain, blood disorder, cardiac disorder, cystitis, urinary tract infection, the last episode of vaginal infection, rash, skin disorder and fallopian tube enlargement outcome was unknown, the device breakage, dysmenorrhoea, abdominal pain lower, uterine pain, abdominal distension, chest pain, the last episode of palpitations, dizziness, polyarthritis, dyspareunia, vulvovaginal pruritus, vulvovaginal burning sensation, weight increased, fatigue, dental caries, alopecia, erythema, skin discolouration and anxiety was resolving and the pelvic pain, menorrhagia, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anxiety, arthritis, back pain, blood disorder, cardiac disorder, chest pain, cystitis, dental caries, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, enterocele, erythema, fallopian tube enlargement, fallopian tube perforation, fatigue, hormone level abnormal, menorrhagia, pelvic pain, polyarthritis, rash, skin discolouration, skin disorder, tooth disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pruritus, weight decreased, weight increased, the first episode of palpitations, the first episode of vaginal infection, the second episode of palpitations and the second episode of vaginal infection to be related to essure. The reporter commented: on (B)(6) 2008, plaintiff reported to undergo essure confirmation testing. Unfortunately, occlusion could not be determined during this visit as a result of the tremendous pain she experienced when attempts were made to advance the spectrum. Two additional attempts at testing were made, but both had to be stopped, as it was too painful for her to continue. However, radiographs taken prior to the introduction of contrast did reveal a fracture of the medial portion of the left essure micro-insert. On (B)(6) 2015; plaintiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy and enterocele repair, during which her uterus, cervix, and portions of both of her fallopian tubes were all removed. Current weight 185.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of plaintiff's fallopian. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records confirming: vulvovaginal pruritus, abdominal pain lower, vulvovaginal burning sensation, menorrhagia, dysmenorrhea, pelvic pain and per social media fallopian tube perforation, fallopian tube enlargement were added. Most recent follow-up information incorporated above includes: on (B)(6) 2018: per social media event: they didn't see my tube enlarged or anything until I had surgery and 3x larger left tube with coil sticking thru were added. Reporter information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracture of the medial portion of the left essure® micro-insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain even when not menstruating / tremendous pain"), dysmenorrhoea ("unusually severe menstrual pain"), menorrhagia ("abnormal and prolonged menstruation"), abdominal pain lower ("severe, lower abdominal pain even when not menstruating / severe abdominal cramping even when not menstruating"), uterine pain ("uterine pain even when not menstruating"), abdominal distension ("abdominal bloating"), chest pain ("chest pain"), palpitations ("heart palpitations"), dizziness ("dizziness"), polyarthritis ("arthritic hands and feet"), dyspareunia ("painful intercourse"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal odorous discharge"), vulvovaginal pruritus ("itching and burning labia"), vulvovaginal burning sensation ("itching and burning labia"), weight increased ("weight gain"), fatigue ("fatigue"), dental caries ("tooth decay"), alopecia ("hair loss"), erythema ("redness and other changes in skin color"), skin discolouration ("redness and changes in skin color"), depression ("worsening of her depression") and anxiety ("worsening of her anxiety"). The patient was treated with surgery (on (B)(6) 2015; plaintiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, uterine pain, abdominal distension, chest pain, palpitations, dizziness, polyarthritis, dyspareunia, vaginal infection, vaginal discharge, vulvovaginal pruritus, vulvovaginal burning sensation, weight increased, fatigue, dental caries, alopecia, erythema, skin discolouration and anxiety was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, chest pain, dental caries, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, menorrhagia, palpitations, pelvic pain, polyarthritis, skin discolouration, uterine pain, vaginal discharge, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2008, plaintiff reported to undergo essure confirmation testing. Unfortunately, occlusion could not be determined during this visit as a result of the tremendous pain she experienced when attempts were made to advance the spectrum. Two additional attempts at testing were made, but both had to be stopped, as it was too painful for her to continue. However, radiographs taken prior to the introduction of contrast did reveal a fracture of the medial portion of the left essure micro-insert. On (B)(6) 2015; plaintiff underwent a transvaginal hysterectomy with bilateral partial salpingectomy and enterocele repair, during which her uterus, cervix, and portions of both of her fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion of plaintiff's fallopian company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.